Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with claudication due to occlusion of the ipsilateral / right side stent graft which was extended into the external iliac artery. There was no visible cause. The iliac artery limbs were crossed at implant. The physician will continue to monitor the patient. No intervention has been performed. No additional clinical sequelae were reported and the patient if fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Unknown cause of event. Conclusion: unknown cause of event.